Event description:
Patient reports pump is making a noise such that patient believes the spring is going to break. Patient reports the pump sounds like spring is creaking and cracking, and would like replacement. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% - 10 gm. Hizentra 20% indication: selective deficiency of immunoglobulin m [igm]; nonfamilial hypogammaglobulinemia; selective deficiency of immunoglobulin a [iga]. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.